Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated that the doctor found blood at the insertion site. The customer had not checked his blood glucose all day and was not aware that he had high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test but the customer did not have the tubing clamp to perform the high pressure test. The time and date was not correct on the insulin pump. Found that the customer only inserts in the abdomen area and doesn't rotate. Advised the customer to rotate insertion sites to avoid scar tissue. Nothing further was reported.